Event description:
The customer contacted pmt for a leaking expander, which occurred during the initial fill procedure. The expander was replaced. The hospital then proceeded to sterilize the product prior to returning it to pmt. During the sterilization process, the expander exploded.

Manufacturer narrative:
(B)(4).